Manufacturer narrative:
The reported device was not returned to the manufacturer. Without return of the device the reported clinical observation of acute on chronic congestive heart failure and aortic pericardial valve regurgitation could not be confirmed. Congestive heart failure can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. The root cause of the clinical observations was unable to be determined. It was possible one or more of the patient¿s underlying chronic and/or recent onset medical issues alone or in combination with the pericardial valve regurgitation contributed to the patient¿s expiration. The device history record review was completed and confirmed that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient with an aortic pericardial valve was admitted from an outside facility with acute on chronic congestive heart failure after an implant duration of two (2) years and eleven (11) months. Records revealed the patient was admitted to the hospital for worsening lethargy and hypotension. Clinical evaluation led to acute myocardial infarction and acute on chronic congestive heart failure diagnoses. Prior echo revealed moderate to severe aortic regurgitation of the aortic pericardial valve. Having numerous underlying comorbidities, and not wanting heroic measures, the patient status was changed to do not resuscitate and comfort measures only were taken. The patient expired two (2) days after admission. Significant patient comorbidities included but were not limited to coronary artery disease, two (2) previous myocardial infarctions, cardiomyopathy, atrial fibrillation and congestive heart failure. This patient had ongoing chronic and recent onset medical issues that started one (1) month prior to this admission when he was diagnosed with a septic right knee after total knee arthroplasty. He was treated with IV antibiotics but over the few days prior to hospitalization his health had gradually declined.